Event description:
It has been reported to philips that the system intermittently failed to expose. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed on the same system since the problem was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently failed to expose. As a part of troubleshooting, fse reviewed log files and found errors related to image processing pc (ippc). Fse suggested replacing the ippc, but the customer has not yet approved the quotation, and no further action has been taken by philips. To date, no reports of the event have been received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.